Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite 3d one piece appliance was fractured on the button. The issue was reported by (B)(6). No additional information was provided.